Event description:
Caller reported that insulin gauge displayed an amount different than expected. There was no reported impact to the customer¿s blood glucose. Customer reloaded the cartridge to resolve the issue.